Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed diabetic ketoacidosis (dka). The patient was vomiting and dizzy. The patient reported having covid-19 and their ketones were high. The patient's blood glucose (bg) values reached 600 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and insulin. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after 2 days. The pod was discarded.